Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing separated from the drip chamber when spiking the propofol bottle. The following information was provided by the initial reporter: "dr. Noted that the tubing separated from drip chamber. As unit was being spiked into propofol bottle."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of separation below drip chamber could not be verified due to the product not being returned for failure investigation. Device history record review for model 2426-0007 lot number 22109365 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing separated from the drip chamber when spiking the propofol bottle. The following information was provided by the initial reporter: "dr ___ noted that the tubing separated from drip chamber. As unit was being spiked into propofol bottle."